Event description:
It was reported that while using the bd instrument max clinical 24 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using the same test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: (B)(4).

Manufacturer narrative:
H6: investigation summary the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported that they have received numerous false positive and believed it to be from contamination. Customer requested decontamination protocol. App service was sent to facility to determine if there were improper sample prep. It was determined to be due to workflow issue. Field service was not dispatched. No action was taken by bd. Customer will review their sample preparation protocol. Root cause is determined to be workflow issue. Complaint is unconfirmed as an instrument issue. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical 24 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using the same test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #:(B)(4).